Event description:
A perceval valve size 21 was implanted in a patient (unknown date). Reportedly, the valve was explanted due to infection (unknown date) and replaced with another similar device (pvs21). No further information is available at this time.

Manufacturer narrative:
H3 other text: unknown disposition.

Manufacturer narrative:
The site has not provided any additional information on the event, device and patient despite manufacturer's multiple attempts of follow-up. Based on the available information, the root cause of the reported re-intervention cannot be definitively stated. Considering that no further information is provided, the root cause remains unknown. Since the device was not returned and the serial # was not identified, further investigation on the device cannot be performed. Should further information be received in the future, a follow up report will be provided.